Event description:
Boston scientific received information that this device was interrogated during an in-clinic followup and two error codes (error code#1004 and error code#1007) were displayed. Boston scientific's technical services (ts) explained to the clinic nurse and local representative that the codes represent a shorted condition and an exceeded charge time out. Ts was informed that the patient was symptomatic (nauseated) after receiving two shock therapies. The shorted condition occurred following delivery of the first shock and the second shock resulted in the charge time error and declaration of end-of-life. Technical services explained that the shorted condition associated with low impedance may have damaged the device. The clinic nurse was informed that the patient may not be protected and the root cause is usually attributed to a primary lead issue. Ts commented that upon removal, arc marks on the device casing may be visible. Subsequently, the local representative contacted ts to report that the device is providing vvi pacing at 50 bpm. Ts explained that the therapy availability could not be guaranteed once a shorted condition occurred. Ts suggested that the physician should considered replacing both the device and right ventricular (rv) defibrillation lead. Boston scientific received information that this patient was being referred to undergo an invasive revision procedure and will be admitted to the hospital for monitoring prior to the procedure. Boston scientific's warranty department received a message from the local representative that this device was in safety core mode and had been implanted for one year. The warranty consultant discussed warranty guidelines on both the device and lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was interrogated and found with a battery status indicator of elective replacement indicator (eri). Visual inspection of the device identified no anomalies to the header or casing. Review of memory found that two shocks were delivered into a shorted lead condition on (B)(6) 2012. Subsequently, due to a charge timeout, the device declared eri. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of shock therapy into a shorted lead condition. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eri because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Analysis on the returned right ventricular (rv) defibrillation lead confirmed that arcing had occurred within the lead. The fuse in a defibrillator works in a similar manner to a fuse in a household circuit box; it is a safety switch that breaks (intentionally) if current becomes too strong. If something is not otherwise done to stop electricity from flowing, the high current caused by a lead short circuit will cause significant collateral damage. In the case of defibrillators, the fuse was added to prevent shock-level energy from further damaging internal device circuitry, so that brady pacing (and anti-tachycardia pacing) will still be available even if shock support is lost. The fuse also protects device memory (particularly diagnostic test results), thus device history is preserved for physician and laboratory review.

Manufacturer narrative:
The patient was presented to the electrophysiology (ep) laboratory for a device replacement and assesment of the rv defibrillation lead. A replacement non-boston scientific device was connected to the chronic rv defibrillation lead. Following delivery of a commanded 15 joule shock, a less than 20 ohm shock impedance was recorded. Further investigation identified a significant cut in the lead which likely occurred during the previous implant procedure. The replacement non-boston scientific device and boston scientific rv defibrillation lead was removed. A replacement non-boston scientific device and rv defibrillation lead were implanted. No further issues or adverse events were reported. The explanted device and lead are enroute for laboratory testing.

Event description:
Changed contact name to patient name. Added professional to report source.